Event description:
It was reported that two t handles broke. Doctor was trying to distract very tight disc space and the two t handles broke. Used another t handle from a backup tray.

Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment. Results: the returned device was confirmed by the returned product to have fractured. Manufacturing records were reviewed and no relevant issues were found and revealed an instrument of approximately 2 years old. Conclusion: the possible root causes of the reported event could be: mishandling of the instrument, instrument cannot handle force applied to insert disc in space and user applies rotational/cantilever force.

Event description:
It was reported that two t handles broke. Doctor was trying to distract very tight disc space and the two t handles broke. Used another t handle from a backup tray.